Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s niece reported via phone call that the customer visit to emergency room and admitted into intensive care unit at hospital due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was over 600 mg/dl. The customer was treated with insulin pens for high blood glucose level at hospital. Customer¿s niece declined high blood glucose troubleshooting. The customer¿s niece also reported that there was some cracking on the insulin pump around the reservoir compartment. The customer¿s niece also reported that the reservoir was not able to lock in place when inserted into insulin pump. The customer was assisted with troubleshooting for insulin pump damage. Frn-unk-rsvr, unomed inf set

Manufacturer narrative:
Device passed the rewind test, prime test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. Unable to test the no delivery alarm during the basic occlusion test and on the occlusion test due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device had a missing reservoir tube o-ring, minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked case at the reservoir tube window corners and scratched reservoir tube window. Device uploaded properly using carelink.